Event description:
Orthodontist reported that enamel damage occurred on patient's upper right lateral incisor tooth when he debonded discovery brackets. A piece of enamel down to dentin was removed on the tooth. The manufacturer, dentaurum, provides a special instrument to debond discovery brackets. However, the orthodontist reported that he used a pin and ligature cutter to debond the brackets.